Event description:
The customer reported a communication failure and a problem with the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor. System operates as intended. (B) (4).